Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: device history record (DHR) review conducted: part: 03.037.025. Lot no: 9409795. Release to warehouse date: 13 apr 2015. Manufacturing site: werk bettlach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024 while during a case the scrub tech struggled to attach the trochanteric fixation nail advanced (tfna) screw to the screw insertion handle. It looked as though the tip had become bent and the implant wouldn¿t seat properly. Another set was opened in the sterile field to use. There was no negative impact to the patient nor was surgery time extended due to this. The surgery was successfully completed. This report is for one (1) screw inserter. This is report 1 of 1 for complaint (B)(4).